Manufacturer narrative:
A member of the cynosure lutronic clinical team contacted the treatment provider for additional information. Effector was replaced and treatment was resumed without any further incident. The side effects were reported the day after treatment when a linear mark became visible on the skin. Settings used were within normal range. Patient was unable to return in person for a follow up and continued to communicate via messaging. Patient was advised to use a cold compress and ice mask for preventative measures. Patient reports the skin is improving. It is unknown why patient experienced the side effects reported. Clinical guidelines were thoroughly discussed with the site along with recommended post treatment care. Burn and pain are expected side effects from such treatments. Xerf tip has not yet been returned for a device evaluation, but site provided a photo to assist with the investigation. The field service engineer (fse) identified surface damage, and its location suggests carbonization occurred at the ntc line. Tip lot and manufacturing date was checked and it was confirmed to be produced before the implementation of the resistance inspection that was completed in september 2025. Once tip has been returned and evaluated, fse will be able to verify root cause. The event is reportable per FDA medical device reporting title 21 cfr part 803 since a malfunction occurred and would likely cause or contribute to a serious injury if the malfunction were to recur. We are reporting this as an initial MDR and will submit a final MDR once investigation has been completed.

Event description:
It was reported that a patient experienced a burn on the face following a treatment using xerf. After 313 pulses into treatment, patient reported extreme pain. Operator performed 1-3 more pulses, then heard a slight electrical crackling sound and stopped treatment. A small black dot was observed on the effector's surface which was not present prior to treatment.